Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displays fault code 16 (timeout moving to take-up position) was confirmed during functional testing and archive data review. The root cause for the fault code was due to a motor controller board failure, likely due to a failed component. Visual inspection was performed and found no physical damage to the returned autopulse platform. The archive data review showed the occurrence of multiple fault code 16, thus confirming the reported complaint. During initial functional testing, the platform failed due to the displayed fault code 16, thus, confirming the reported complaint. The motor did not move at start up. The motor controller board was replaced to remedy the fault. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported on the autopulse platform (sn (B)(6)) displays fault code 16 (timeout moving to take-up position) intermittently. Upon follow up, the customer reported on march 19th, initially the device performed as intended, however the platform began to display fault code 16 and they were unable to clear it from the device. No patient involvement.